Event description:
On (B)(6) 2014, I had an ankle brachial index test performed to rule out peripheral artery disease, severe apical malleus pain, and as an investigation for increased severity of raynaud's phenomenon symptoms. During compression of the left leg, I experienced substantial pain, which I reported to the technician. She advised me that the compression would be released soon. In the past, I have advised physicians of pain at the left hip, pulsing sensations from the lateral upper hip travelling down over popliteal area, to ankle. But since the test, there is increasing pain in the center of my upper left thigh, with "electric" pain more laterally, but not on the outside of my leg, to the point where, today, I called the physicians again, and have almost gone to the ER. (Only medications: toprol x1 25 mg per day for, as best as I can figure, to keep from bothering the cardiologist, and diazepam, 2 mg, for chronic severe costochondritis, and anxiety. I am told this makes no sense. But, the fact is that I have pain where I had none previously, the test was done with knowledge of pre-existing symptoms, and the physicians are unresponse because, "it makes no sense" to have a problem following the "simple" (B)(4). (Which was, I am advised, negative for occlusion). I should say that when I had the pain with compression, I immediately put my fist into the hollow in the left buttock hoping to counter the pain. It didn't. So, here I sit, worse off than before and the only person in the universe, apparently, ever to have a bad response - even new symptoms - to the "simple " (B)(4).